Manufacturer narrative:
Technical support instructed the account to replace the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the malfunction.

Event description:
The account's biomed stated that the CPR is not working but the head section will go down electrically.